Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the lead was not successfully implanted due to as the physician was concerned about the myocardial tissue on the helix. This observation no longer meets the definition of reportable malfunction. Amending MDR decision to MDR=no report. The lead was not returned for analysis; therefore, a technical analysis could not be performed. Good-faith efforts were made to retrieve the device; however, the lead still has not been received back. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that this lead was attempted in a deep septal position and was not successfully implanted as the physician was concerned about the myocardial tissue on the helix, so physician decided to use a new lead. Also, this lead will be returned.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that this lead was attempted in a deep septal position and was not successfully implanted as the physician was concerned about the myocardial tissue on the helix, so physician decided to use a new lead. Also, this lead will be returned.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the lead was not successfully implanted due to as the physician was concerned about the myocardial tissue on the helix. This observation no longer meets the definition of reportable malfunction. Amending MDR decision to MDR=no report.